Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided by the account the reported unintended movements (clip opened during establish final arm angle/efaa and clip opened while locked/cowl) appear to be related to normal function of the device and due to settling of the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+ and dilated left atrium. A mitraclip xt was inserted and placed on the valve. However, while establishing final arm angle (efaa), the clip continuously opened from roughly 20 degrees to roughly 25-30 degrees. Troubleshooting was performed, and the clip was able to be closed. However, after removal of the lock line, the clip continuously opened from 20 degrees to roughly 25-30 degrees. It was noted that the clip remained stable on the leaflets. The procedure was completed, no additional clips were implanted, and the mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.